Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the rd adtx was placed on the patient and working fine, then there was no pleth waveform or spo2 value. The sensor was checked by the md and no light was observed from the emitter. No known impact or consequence to patient.